Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting up due to hard disk error. Upon troubleshooting, fse found that the os disk was defective. Fse replaced os disk of host pc, restored ghost and configured the backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the startup failed. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc os disk, restored the ghost and returned the system to use in good working order.